Manufacturer narrative:
The lead was used in treatment and was in service for approximately 11 years, 8 months. The lead was capped and will not be returned for analysis. As a result, the allegations against the lead cannot be confirmed. Qa was not able to review the device history records (DHR) for this lead as it could not be located for review, however, devices must pass all in-process and qa final inspection before shipping to the customer. This lead is no longer manufactured by oscor. Based on this investigation a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk. The manufacturing inspection procedure permanent pacing lead final inspection for this lead indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, helix to connector pin used as contact), "d" dimension on is-1 connector is measured and tubing inspection is done. Per instructions for use (IFU) permanent implantable pacing leads, the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. Despite of all due care in design, component quality, manufacture and testing prior to sale, leads may be damaged by improper handling, use, placement or other intervening facts.

Event description:
The customer reported this right atrial (ra) lead was abandoned surgically due to high pacing threshold. A new atrial lead was implanted.